Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Displacement test was not performed due to the device having no button response. No button error alarm noted during testing. The device had a cracked case near lcd window corner, cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, stained address and or serial number label, and stained end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device il...